Event description:
The pt was revised because of suspected infection. Only the screws were removed.

Manufacturer narrative:
Examination was not possible, as the screws were not returned. The investigation was limited to the info provided, as the part and/or lot numbers to review the device history records were not provided. Provided info states there was a suspect of infection and the prods were not suspected of failing to meet specs or contributing to the event. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prods and/or any add'l info be rec'd, the investigation will be reopened.